Event description:
On 08/13/1997, the manufacturer's (MFR) office manager was informed by the patient's daughter (who is also a nurse) that while attempting to access the right reservoir of the patient's device the home health nurse encountered difficulty ("the needle got stuck)" and force was used to remove the needle. As a result, leakage was noted from this area. The patient's daughter informed the MFR's office manager that the patient was scheduled to see her physician the following morning (08/14/1997). No further details were provided at this time.